Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during a thrombectomy procedure, foreign fibrous material found on the device. Post procedure, the patient experienced hemorrhage in opposite side (non-treated side) and died. In the physician's opinion, the patient death was not related to the device and the procedure. No further information is available.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. Visual inspection revealed no anomalies. There were some unknown fibers found on the middle and distal section. The unknown crystallized substance observed on the ss coil appeared to be dissolved. During functional testing, the device advanced out of the insertion tool and into the demonstration microcatheter through its distal end. There was no friction observed. Energy dispersive x-ray (spectroscopy) showed that the fibrous material appears to be ptfe, potentially from the liner of the marksman ( non-stryker) microcatheter used during the procedure. However the exact cause of the observed anomalies and the relation to the reported event could not be definitively determined. The physician additionally clarified that the initially reported events of patient outcome of death and hemorrhage in opposite side (non-treated side) were not related to the stryker devices and the procedure. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during a thrombectomy procedure, foreign fibrous material found on the device. Post procedure, the patient experienced hemorrhage in opposite side (non-treated side) and died. In the physician's opinion, the patient death was not related to the device and the procedure. No further information is available.